Manufacturer narrative:
This supplemental report is being submitted to provide the DHR review results and to update the following sections: g4, g7, h2, h6 and h10. The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The caused of the reported event cannot be determined at this time. The service center will continue to investigate this report to obtain more detailed information regarding the reported event. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed during a transurethral resection of the prostate (turp) procedure the sheath tip broke off and fell into the patient. The tip was subsequently retrieved and there was no patient injury reported.